Event description:
The customer alleged they received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) results on their e-module. The customer provided data for nine patients, of which there were two patients with discrepant results that were reported outside the laboratory. After discovering the first patient's discrepancy, the customer pulled additional samples and the other discrepancies were discovered. The first patient's initial hcgb result was 2225 iu/l. This result failed the delta check. The sample was then repeated three times with results of 41.15 iu/l, 41.03 iu/l, and 43.65 iu/l. The sample was then run on a 1:20 dilution to test the hook effect and the result was 25.41 iu/l. The second patient's initial hcgb result was 124 iu/l. The repeat result was 0.100 iu/l. The repeat results were considered correct and issued as corrected reports. It was unknown if there were any adverse events. The hcgb reagent lot number was 16758401 and the expiration date was not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occured in (B)(6).

Manufacturer narrative:
A definitive root cause could not be determined with the information provided. The calibration signals were low. The quality control results exhibited an imprecision above the expectations. The calibration and quality control results were not as expected and may have been related to the high results, however they do not provide a clear root cause. The performance check data do not indicate an issue with the instrument.